Event description:
During a sling procedure, the pt's right femoral vein was "cut". As a result, the anesthesia was converted from local to general and the surgeon repaired the vessel in an open procedure. The estimated blood loss was about 400cc's, no transfusion was needed. A vascular surgeon was called in to consult after the procedure was completed and the pt was admitted to the hosp overnight for observation. A catheter was inserted and vaginal packaging was used. A large hematoma had developed. The following morning, the pt's right leg was swollen from the knee to the groin and they were told they had developed lymphatic syndrome. The pt's leg was elevated and surgical stockings were applied. The pt remained in the hosp for an add'l day. The pt was discharged with the catheter in place, placed on IV antibiotics and plavix. After the catheter was removed the pt experienced urinary retention and went to the emergency room. Another indwelling catheter was placed. Approximately 6 weeks later the pt developed pain at the right of the groin site, for which a thrombus was suspected. Ultra sound was negative and the pain resolved. The pt currently continues to have problems with micturition with regard to a feeling of urgency and a feeling of never being able to fully empty their bladder. The pt is treated with "urethral stretching".